Event description:
It was reported that the unit was overheating during the case.

Manufacturer narrative:
The complaint was verified upon evaluation of the returned device. There was no relationship found between the reported incident and the returned device. Visual inspection revealed a few minor scratches on the exterior of the subject controller. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller feel like it was overheating or emit a burning smell while activating a known good wand several times without incident. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: there could have been a power surge which could have caused the subject controller to overheat, or the exhaust fan at the rear of the subject controller might have been obstructed by a wall or another piece of equipment in the operating theatre, thus not allowing sufficient airflow through the subject controller. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.